Manufacturer narrative:
An event of a patient-device interaction problem of a thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient-device interaction problem of a thrombus could not be determined. An unexpected medical intervention was a result of case-specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - advance laa, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using an amulet¿ steerable delivery sheath. The left atrial appendage (laa) depth was 20mm. The laa measuring for amulet device sizing was done by 2d transesophageal echocardiogram (tee). During procedure, the left atrial pressure was 13mmhg and the shape of the appendage was chicken wing. The atrial rhythm recorded at start of procedure was atrial fibrillation. The activated clotting levels were 324s and heparin was given. The amulet was successfully implanted. On 45 day tee noted to have a thrombus on the surface of the device. The thrombus was 1cm in size the patient had no symptoms. The patient admitted taking clopidogrel inconsistently due to bleeding issues. They decided to discontinue clopidogrel and initiated direct oral anticoagulant (doac/noac) and aspirin. On (B)(6) 2025, a repeat tee was conducted and no thrombus was noted.